Manufacturer narrative:
A review of the mfg records for the device is being conducted. Further investigation is being conducted.

Event description:
On (B)(6), 2010, the physician implanted a gore excluder aaa endoprosthesis (c3) to treat an abdominal aortic aneurysm. Due to tortuous anatomy; however, the physician was unable to cannulate the contralateral gate. While attempting to snare the guidewire from the ipsilateral side, both the guidewire and snare catheter got stuck, causing the physician to inadvertently pull the device into the aneurismal sac. The pt was converted to open surgery. The pt tolerated the procedure and is doing fine. As reported to gore, the physician attributed the device movement to excessive pressure on the device bifurcation during the wire and snare catheter manipulation.